Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead of the distal portion measuring 54cm was returned for analysis. Analysis found inside out abrasion at 14.7cm - 15.2cm from the distal end. However, this damage could not cause the reported problem. The returned portion of the lead exhibited normal electrical characteristics. A complete evaluation could not be performed since the lead was partially returned.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the ventricular channel. The lead was explanted.